Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly is experiencing poor power consumption. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed extruded contact pads on an electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older configuration is not currently manufactured. This is the final report.